Event description:
It was reported that the intellanav mifi open-irrigated ablation catheter's irrigation tubing set broke. No further information was provided. It was further reported the issue occurred during the ablation procedure to treat atrial fibrillation. Replacing the catheter resolved the issue. The procedure was completed successfully without patient complications.

Event description:
It was reported that the intellanav mifi open-irrigated ablation catheter's irrigation line was broken. No further information was provided. Attempts to obtain additional information are in progress. The device has been returned for analysis. It was further reported that the issue occurred during the ablation procedure to treat atrial fibrillation. Replacing the catheter resolved the issue. The procedure was completed successfully without patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of returned product revealed that the device has the irrigation tubing completely detached, consequently confirming the reported complaint.

Event description:
It was reported that the intellanav mifi open-irrigated ablation catheter's irrigation line was broken. No further information was provided. Attempts to obtain additional information are in progress. The device has been returned for analysis.